Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Event description:
The customer complains that the images from an exam were lost. The customer reports that on (B)(6) 2025 he performed an exam with the tee transducer and saved the images in the system, but on (B)(6) 2025 observed that the exam did not contain the saved images, only the patient's name remained.